Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted and there were no relevant findings detected. The device was returned for analysis and has been evaluated. Visual testing was performed. The returned device was visually inspected at a distance of 12 inches to 16 inches under normal conditions of illumination. The device was received with the arch height pump tube too low, almost flat, and it was also misaligned. An accuracy testing was attempted for the returned part; however, the anti-siphon valve (asv) was broken. The root cause of the reported event could not be determined. A corrective and preventive action (CAPA) was opened in order to implement corrective actions for this failure mode.

Event description:
Information received a smiths medical cadd administration sets - flow stop no delivering the correct flow. Reported by anesthesia the volume of bolus to be administered was programmed at 8 milliliters per bolus, however is was noted a discrepancy of 3 milliliters instead of 8. No patient injury reported or adverse event but risk noted anesthesia. New cadd administration sets with different lot numbers were implemented for infusion.